Event description:
Related manufacturer reference number: 2017865-2023-24083. Related manufacturer reference number: 2017865-2023-24085. It was reported that the patient presented in the emergency room with full pocket erosion of their implantable cardioverter defibrillator system. The full system was explanted and replaced. The patient was stable.